Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation, based upon all information received. The device was not returned, but photos were available for evaluation. Visual inspection noted, two pictures of the device in use. The cannula directly following the bifurcated hub did appear bulbous and possibly twisted. It was reported, that there was an insufficient flow issue. And there was an issue with the catheter dimension. The reported issues were confirmed. The most likely, cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed, prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr, parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, more than a year after the catheter was implanted, it was stated that there a material deformity (tortuous) in the extension and had difficulty in flowing during therapy. It was also stated that the suture remains only for a maximum of 2 months according to the unit's internal protocol. The sutures must be removed as they may show an inflammatory or infectious process over time. It was stated that the catheter was not replaced and was still in used by the patient. The procedure was completed. Flushing was done the result was satisfactory. There was no blood loss or blood transfusion required. The catheter was not repaired. There was no leak, no tego utilized and no luer adapter issue. There was no other product being utilized with device. Alcoholic chlorhexidine 0.5% was the cleaning agent used on the device. Cleaning and degerming of the skin was done prior to product placement. There was no medical or surgical intervention needed to prevent permanent impairment. The event did not lead to or extend patient hospitalization. There was nothing unusual observed on the device prior to use. There was no patient symptoms or complications associated with the event. There was no patient injury.